Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was not as loud as it use to be and the pump "buttons" were not working. Contact could not further describe what buttons on the pump were not working. There was no reported impact to blood glucose. Contact declined further troubleshooting or follow up as customer was in the process of ordering a new pump.